Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time.

Event description:
It was reported that the bd vacutainer® k2e 5.4mg plus blood collection tubes had collapsed. No serious injury or medical intervention was reported.